Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was under infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that under delivery of blood.

Event description:
No additional information.

Manufacturer narrative:
The customer reported under delivery of blood, and returned one set of material 2477-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. Unfortunately, by the time the set arrived for investigation, the dried blood created a block and occlusion within the tubing. Several methods were tried to break up this occlusion, but they were not successful. Therefore, with what testing was able to be done, the results are inconclusive, and the complaint could not be verified. The root cause for the under delivery and also the connection issues could not be found without a replicated failure. A device history record review could not be performed because the lot number is unknown.